Event description:
It was reported that pump displayed cartridge change error while customer was using insulin pump. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, inspected cartridge and o-ring, found extra o-ring on pneumatic tap, removed debris, cleaned area with wipe, reattached cartridge securely, and followed on-screen steps, and technical support guided process until customer successfully completed cartridge load and resumed insulin delivery.